Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch mechanism and microswitch were replaced. No report of patient involvement.

Event description:
The hospital reported that mechanical ventilation was not functional. There was no report of patient involvement.